Manufacturer narrative:
Initial and final MDR 1881331- MDR 3003442380-2024-06425- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off during use in two days of use. High blood glucose level was 200 mg/dl. He replaced infusion set and resumed insulin successfully. No further information was available.